Event description:
Customer's family member called to report the driver arms in the pump were loose, and insulin was not exiting. Hbgs were noted. Bgs were treated with manual injections. Troubleshooting was performed. The lead screw made a complete rotation but the insulin did not exit. The driver arms fell when raised. A second test was performed and the insulin exited. Also it was state that the customer changed the reservoir last night yet the same amount of insulin remained in the reservoir in the morning.